Event description:
Ous MDR - boston scientific received info that this right ventricular (rv) lead was displaying high pacing threshold measurements. A revision procedure was performed and the lead and device was removed from the pt and measurements were taken. The lead was still displaying high pacing thresholds measurements but all other measurements were within acceptable parameters. There were no issues observed with the lead. The lead was repositioned and threshold and impedance measurements were acceptable. No adverse pt effects were reported. This lead remains implanted and in svc. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.